Event description:
After lasix surg: I had preexisting ectasia which went undiagnosed by the dr. He took 2 thermal photos on two separate appointments that now we know clearly show red, thin areas of the cornea. After the first surgery, I could not see as well as before surgery and dr kept saying it will get better. Never did. He did what he called "an enhancement" which he said would re-center my vision, removing even more tissue. He was going to do a third procedure "enhancement" and was stopped by the head of the eye dept at the out of town hosp where the surgery was done. I see halos, star bursts and now have to wear contacts to hold the cornea down. Dry eyes is a huge problem. Night driving is pretty much not possible except in emergency. Long drives to parents and friends is not something I can do anymore. Lost 30 peripheral vision as well. Just about ruined my life and dr never said, I'm sorry. No help at all.